Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions to the patient: if in your possession, may we have copies of your operative reports (initial and revision surgeries) and any medical examination? Does ethicon have your permission to contact your doctor/ surgeon, in the event ethicon would like to contact your doctor/ surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/ surgeon¿s name and their email address/ contact information. Questions to hcp: date and indication of index hand surgery? How many device sutures were placed on periosteum and involved in this post-op event (slow absorption, inflammation and swelling) ¿1 device/ suture placed as 4 stitches or 4 devices/ sutures? Product code and/or lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Were there any pre-existing signs/ symptoms of active inflammation/infection prior to this surgical procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during the suture placement and/or after surgery? Please specify. Please explain ¿festered out¿? Please clarify when did the doctor observe inflammation and swelling first time (# of post-op days/ weeks)? How were the post-op symptoms treated? Date, indication and findings of re-operation? Were the sutures still observed during re-operation year later? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (slow absorption, inflammation and swelling)? What is the patient¿s current status? It was reported that ¿everything was documented in detail (including pictures)¿. Are any photos available? Events were submitted via 2210968-2021-05278, 2210968-2021-05279 and 2210968-2021-05281.

Event description:
It was reported by the patient that the patient underwent an unknown hand surgery on unknown date and the suture was used on periosteum. Later the suture became inflamed and festered out after a long time necessitating months of physio-treatment. The thread must have got stuck and led to long-lasting swelling and chronic inflammation. One year later the patient had to be operated on again. Additional information has been requested.